Event description:
It was reported that while doing a total hip put in everything ok except screw would not go in. Doctor commented that the screwdriver may be stripped. Sales rep went to get replacement by the time he entered that room again they said case was finished. After surgery, they approached rep and stated that in the post op x-ray they saw what appeared to be a shard of the tip of the screwdriver. After doctor patient spoke, it was decided that the small sliver would stay in.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown universal screwdriver. An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported that while doing a total hip put in everything ok except screw would not go in. Doctor commented that the screwdriver may be stripped. Sales rep went to get replacement by the time he entered that room again they said case was finished. After surgery they approached rep and stated that in the post op x-ray they saw what appeared to be a shard of the tip of the screwdriver. After doctor patient spoke it was decided that the small sliver would stay in.